Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteroscopic lithotripsy procedure. During the procedure and inside the patient, it was noticed that the suture thread was entangled to the loop, causing it to break when it was untied. The procedure was completed with another of the same device and there were no patient complications noted.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable event of stent torn material inside the patient. Block d4: model number and lot number correction. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual analysis identified that both loops were detached in one section. The positioner was also returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, it is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the loops and is removed using excess force, the stent can get detached/separated during the preparation affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used in a ureteroscopic lithotripsy procedure. During the procedure and inside the patient, it was noticed that the suture thread was entangled to the loop, causing it to break when it was untied. The procedure was completed with another of the same device and there were no patient complications noted.